Manufacturer narrative:
Software card: model 8870, lot# unk, serial# unknown. Programmer: model #: 8840, lot# unk, serial# unknown, catheter: model #: 8709, lot#: j12105r25, implanted: (B)(6) 2004, explanted: unk, catheter: model #: 8596, lot# b006648n05, implanted: (B)(6) 2004, explanted: unk. This report is being filed pursuant to previous notification documented in manufacturer report #s which stated that medtronic may contact up to 10 physicians who were following potentially affected devices: 3007566237-2011-09070; submitted 11/18/2011; 3007566237-2011-09071; submitted 11/18/2011; 3007566237-2011-09072; submitted 11/18/2011; 3007566237-2011-09073; submitted 11/18/2011; 3007566237-2011-09084; submitted 11/21/2011. Additional investigation into the issue confirmed that this pump was susceptible to an erroneous "schedule to replace the pump by" date on the model 8840 programmer or printed strip and this pump was an active implant at the time of physician notification. This correction report does not represent a product problem.

Event description:
When the synchromed ii pump reaches its end of service (eos), it is designed to automatically stop infusing drug and will sound the critical two-tone alarm. Approximately 90 days before eos, the elective replacement indicator (eri) occurs and the non-critical single-tone alarm sounds. In some cases when the eos date falls on the first day of the calendar month, it is possible that the programmer may display an incorrect or undefined replace pump date. The display of an erroneous date does not impact pump function or alarms, and the pump will continue to operate for 90 days as described in product labeling until end of service (eos) is declared. It was reported that the health care provider was aware of the incorrect "schedule to replace the pump by" date issue. The patient underwent a pump replacement on (B)(6) 2011.